Event description:
The case manager for the nursing agency reported the nurse had come on duty at the pt's home. She checked the vent settings, spoke with family member and then did trach care. After this she observed the pt in distress and took pt off to ventilate pt with a manual resuscitator. They called 911 and transported pt to the nearest hospital where they diagnosed pt with a bilateral pneumothorax. Case manager spoke with family member and family member claims that the visual high pressure alarm came on but the audible did not. Case manager spoke with a respiratory supervisor at the hospital. Respiratory supervisor said they were using the home ventilator at the hospital and it was functioning fine. Just before the pt was sent home the homecare dealer received a call from the hospital stated the ventilator would not pass the leak test. It was exchanged before the pt went home. Inop alarm (audible) noted. In use with humidifier, on ac power at time of event. Pneunothorax attributed to trachea insertion per clinical manager at the homecare office.